Event description:
It was reported that a 250 ml intravia bag contained particulate matter. The reporter stated that they compounded the bag, not using a needle larger than 16 gauge. They were then notified of the discovery, before patient use, of particulate matter. Next, they performed their own evaluation of the device. They filtered all of the solution out of the bag using a vacuum filtration system without finding any particulate matter. They then cut the bag open, and a small, white/clear piece of plastic was found sticking to the side of the bag, about an inch above the two ports. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Photographs of the device were received as well as the actual sample. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The reported problem was confirmed by visual inspection of the returned sample. Should additional relevant information become available, a supplemental report will be submitted.